Event description:
Patient presented to the physician with the sense lead eroded through the skin at the chest incision site. Physician tucked the lead and closed the incision in the clinic, and prescribed antibiotics. Patient presented back to the physician with wound dehiscence at the chest incision site exposing the lead wires. Physician brought the patient into the operating room, removed the ipg, flushed the pocket, placed the ipg back in the pocket, and closed. Physician prescribed antibiotics after the procedure was completed.